Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was hospitalized due to her sprained ankle. The customer stated that her escape and act buttons were not working. The customer stated that she was out of insulin, tried to change the battery and it was not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.